Event description:
The account alleged the side rail is not latching. No pt impact.

Manufacturer narrative:
The tech found the side rail latch cable is disconnected from the handle. The tech reconnected the side rail latch cable to the handle to resolve the issue.